Event description:
Allegedly revised knee surgery was performed due to patient pain. No other information is available.

Manufacturer narrative:
Conclusion: user error contributed to the event. Product was mfg and sold by dow corning wright, the assets of which were purchased by wright medical technology, inc.